Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 15-mar-2022 and 19-mar-2022, the patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level for the event occurred on 15-mar-2022 was between 400-500 mg/dl and for (B)(6) 2022, it was 300 mg/dl. The infusion set had been used for one day for both the events. Moreover, they replaced the infusion set, cartridge each time and insulin was resumed successfully. No further information available.